Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 177mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement test and the test failed. The self test was performed and passed. Advised the customer to discontinue the used of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.